Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle upon inspection for a liver biopsy procedure. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. This device was destroyed by the user facility. Therefore, a failure analysis will not be available. User technique during preparation of this device may have contributed to this event. However, the company is unable to determine the exact cause for this event.